Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. According to the information provided in the imaging system case on the date (B)(6) 2025, which said that the frequent pressing of the softkeyleft1 (top left button), which adjusted patient orientation, during the spin might have contributed to the reported behavior. But it was not confirmed for which mode they pressed the key. Codes: b01, c19, d15 h2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, version: 2.1.0 h3,h6) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Imaging system was reported under rr: 3006544299-2025-00123 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that  the navigation system received a 3d scan that possibly had the wrong orientation selection from the imaging system. Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was an issue with the o2 orientation not being the same on the s8 device. The length of the external surgical time was less than one hour. It was noted that there was no impact on patient outcome. Clarification information was received. There was a patient present when the issue occurred. When the scan was transferred to the navigation system, it did not look as it does normally. The site took a new scan and then it was okay.

Manufacturer narrative:
H2-3) the software analysis concluded that based on the information provided, this did not appear to be software related. The case was reviewed. According to the log analysis information provided, which said that the frequent pressing of the softkeyleft1 (top left button), which adjusted patient orientation, during the spin might have contributed to the reported behavior. Codes: b01, c19, d14 h2) correction - please see the additional codes section for annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.